Event description:
It was reported that a balloon rupture occurred. A 1.0 non-bsc balloon catheter was used to treat the lesion. A fg threader mr 1.2mm x 12mm was then used but the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall on the distal edge of the markerband was revealed. There was a scratch to the left of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors, (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 1.0 non-bsc balloon catheter was used to treat the lesion. A fg threader mr 1.2mm x 12mm was then used but the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).